Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated that he is calling for a family member on the brakes on the chair are no longer locking.